Event description:
It was reported that this pacemaker exhibited a decrease in longevity of five years over the course of approximately a year and a half. Device data was sent to engineering for review. Data analysis confirmed this device exhibited an increased power consumption and recommended replacement. This device was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. This report is being filed to correct the h10 additional MFR narrative field. Investigation summary: with the available information, boston scientific concludes that the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Investigation conclusion: investigation determined that the high current drain was caused by a capacitor component that was compromised due to excess hydrogen in the device case.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker exhibited a decrease in longevity of five years over the course of approximately a year and a half. Device data was sent to engineering for review. Data analysis confirmed this device exhibited an increased power consumption and recommended replacement. This device was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that this pacemaker exhibited a decrease in longevity of five years over the course of approximately a year and a half. Device data was sent to engineering for review. Data analysis confirmed this device exhibited an increased power consumption and recommended replacement. This device was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited a decrease in longevity of five years over the course of approximately a year and a half. This device was recommended to be explanted. Currently, this device remains in service. No adverse patient effects were reported.